Manufacturer narrative:
(B)(4). (B)(6). The device history record has been reviewed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the monomer liquid could not be sucked into the cartridge

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The returned device was evaluated. The product analysis shows that there is still monomer on one of the two pouches. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the monomer liquid could not be sucked into the cartridge.